Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
A customer reported that images were lost due to antivirus real time scan when capturing with eye station. The images lost were fundus photography images from our merge/ois capture station from one patient. Of the three images two were not recovered. (B)(4).

Manufacturer narrative:
Submitting this supplemental report to add FDA correction and removal reference numbers.